Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited increased threshold measurements approximately one month post implant. Outputs were increased and the patient was referred for a chest x-ray. The patient was seen for follow up. Upon review of the x-ray, the ra lead was felt to have moved and a perforation was suspected. The patient was noted to be in normal sinus rhythm. The device was reprogrammed to vvi and the physician plans to continue monitoring. No additional adverse patient effects were reported. This product remains implanted and in service.